Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Medical records were provided. Approximately two weeks after implantation, imaging allegedly demonstrated cephalad filter migration to the junction of the ivc and right atrium. Patient was allegedly taken to surgery where a strut was perforating the right atrium at the right atrial ivc junction. A large clot was also removed. Further inspection revealed another large clot in the ivc. Based on the medical record review, cepahald migration and perforation can be confirmed. Large amount of clot was found within the ivc and right atrium. Therefore, the filter likely dislodged and migrated due to large clot burdens. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. Migrations of filters to the heart or lungs have also been reported in association with improper deployment, deployment into clots and /or dislodgment due to large clot burdens. Perforation of other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No device and no images have been made available to the manufacturer. As the lot number for the device has not been provided, a review of the device history records could not be performed. Medical records were received and reviewed, per the medical records: the patient initially presented with leg discomfort and shortness of breath. Ultrasound demonstrated a large leg deep venous thrombosis and CT confirmed multiple pulmonary emboli. The patient was anticoagulated but developed retroperitoneal bleeding. On (B)(6) 2003, anticoagulation was discontinued and the patient underwent placement of an ivc filter. The patient was subsequently discharged and then readmitted after an episode of lightheadedness and associated shortness of breath. On (B)(6) 2003, CT scan demonstrated migration of the ivc filter to the ivc/right atrial junction with large amount of clot present within the pulmonary arteries, right atrium, ivc and possibly renal veins. The patient was brought to surgery and a thromboembolectomy of the ivc, right atrium, bilateral pulmonary arteries and cardiopulmonary bypass employing circulatory arrest and removal of the dislodged ivc filter was performed without complication. The patient tolerated the procedure well and there were no intraoperative complications. His postop course was essentially unremarkable. He was seen by the radiologist and a new ivc filter was placed on (B)(6) 2003 without complication. He was basically hospitalized thereafter for anticoagulation purposes. At the time of discharge, he was hemodynamically stable. His wounds were healing nicely without evidence of infection. His inr at discharge was 2.4. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Approximately two weeks post ivc filter placement, the patient developed dyspnea and was admitted to the hospital. The patient was not on anticoagulants due to a recent retroperitoneal bleed. The ivc filter had migrated to the right atrium and thrombus and emboli had developed and were present in the inferior vena cava, the right atrium and pulmonary arteries. Thromboembolectomy on cardiopulmonary bypass surgery was necessary to remove the clots and the dislodged ivc filter. The patient was discharged to home eight days status post bypass surgery.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.